Event description:
On 06/22/2023 cindy campbell, employee of intuvie, received a call from j.m., patient of mary biry perkins-essen, who stated they had an alarming system error. The pump was powered off and the line clamped . Cindy explained that the pump can no longer be used as it is unreliable due to the system error and it will need to be replaced. Current vtbi: 47.4. On 6/22/2023 infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.